Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain three of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported the transfer set "came undone"; further described as patient line of a homechoice cassette disconnected from the transfer set. Renal therapy services (rts) assisted with clearing the alarm and ending the therapy session. Rts reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.